Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. (B)(6).

Event description:
The customer reported a false positive architect stat troponin-I result on one patient. Results provided: (B)(6): (B)(6) 2019 time of draw 21:11 = sid (B)(6) = 0.07 / 0.06 ng/ml, (B)(6) 2019 time of draw 16:17 sid (B)(6) processed on another architect = 0.09 / 0.05 ng/ml. Patient tested by roche method was negative. Customers troponin-I reference range: 0.00-0.03 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
A review of complaints determined that there are no trends for the product list 2k41 for the complaint issue. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using world wide data through abbottlink was evaluated. The customer's instrument logs were also reviewed and did not identify any conclusive information to indicate an instrument or sample integrity issue occurred. The patient and cal f rlu medians for lot 28306un19 were analyzed and found to be within established baselines and confirms no systemic issues for this lot. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect stat troponin-I, lot 28306un19.